Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced but it was barred from calcification. The device was then slowly advanced and inflated, however, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.